Event description:
Kimberly clark has received a complaint indicating that 'the customer's gloves were tearing at the palm and cuff during administration of chemo". There were no reports of any user injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
A sample will not be sent for evaluation. Investigation is in-process. A supplemental report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.